Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/asked but unavailable. Explant date: if explanted, give date: not applicable, as the lens remains implanted. Device evaluated by MFR: the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that as the surgeon advanced the preloaded intraocular lens (iol) into the wound of the patient's operative eye, a cracking was heard and the cartridge split apart. The surgery was completed and the lens remains implanted. No other information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: returned to manufacturer on: jul 8, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the handpiece was received with the plunger rod in the retracted position. Investigation of the cartridge revealed that the cartridge was cracked from the tube to the tip of the cartridge, consistent with a cartridge that was used to implant a lens. The cartridge tip could further be observed to be bent. Inspection of the lens module and cartridge revealed no gaps or issues that could contribute to the cartridge tip damage. Conclusion: the complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.